Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right atrial (ra) lead. The suspected cause of the event was due to patient anatomy. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.